Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligner caused their teeth to break due to the fit of the aligner. They also reported that their dentist now classifies their bite as a deep bite.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.